Event description:
The customer stated that she was hospitalized with a blood glucose reading of 467 mg/dl. The customer's heart rate was elevated at the time of the event. The customer's doctor requested that the basal rates be increased on the insulin pump, so the customer was assisted with reprogramming the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.